Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse did not observe any issues with the reaction tray wash unit (wud) tubing and valves. No blockages were observed on the t-piece. The concentrated drain pump 2 (cdp2) motor, which evacuates waste from the reaction tray (rrv) cuvettes, was found to be not working. The cse replaced pump motor. After replacing the pump motor, a precision run was performed, which recovered acceptably. The cause of the discordant carbon dioxide concentrated (co2_c) results was the failure of the cdp2 pump. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated carbon dioxide concentrated (co2_c) results were obtained on 2 patient samples on an advia chemistry 2400 system. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia chemistry 2400 system. The repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.